Event description:
On (B)(6) 2010, the patient underwent treatment of an abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. It was reported the left common iliac artery was also aneurismal, therefore the decision was made to intentionally cover the left internal iliac artery at the time of implant. On (B)(6) 2015, follow-up CT imaging identified aneurysm enlargement of 5mm in the left external iliac artery (leia). There was no reported evidence of an endoleak or migration of the endografts. It was reported there was disease progression in the leia, which reportedly caused the iliac artery to dilate and resulted in the continuing aneurysm enlargement. On (B)(6) 2015, an additional procedure was performed whereby an iliac extender component was implanted for distal extension on the trunk-ipsilateral leg component. Final imaging showed exclusion of the aneurysm, and the patient tolerated the procedure.

Manufacturer narrative:
Concomitant product: patient medications include; lovastatin, aspirin and omeprazole. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).